Event description:
It was reported that (2) devices were used during a video assisted thoracic surgery. It was reported by the affiliate that the tsb45 instrument would not fire adter the reload was inserted. Another instrument was used to complete the case. There was no consequence to the pt.